Event description:
It was reported that the patient experienced high blood pressure (patient stated that the "bottom number" was over 200), dizziness, drowsiness, headache, lethargy, body weakness, vomiting and "can barely lift their head" at times. The patient had a post-operative infection and the pump and catheter were explanted. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4).